Event description:
In 2005 the pt had a gel mark ultra clip placed in their breast by a physician folowing a breast biopsy. The pt experienced intensive itching post biopsy. About three mos later the pt had the clip and the surrounding tissue removed by a physician. The pt believes that she may have had an allergic reaction.